Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The technician downloaded the electronic records and observed instances of battery switching on the event date and that the device's battery was four years old. The lp15 operating instructions recommend replacing batteries every 2 years for optimal battery performance. A customer quality engineer also reviewed the electronic records and detected two unexpected shutdowns occurring on 03/24/2024. Therefore, the reported issue was verified. A root cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer's device was received at stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.